Event description:
It was reported that the implantable neurostimulator 97715 intellis adaptivestim pain was associated with a return of pain and high impedance on electrodes 0, 2, 4, 9, 11, and 15, with values over 21k ohms. The patient experienced multiple falls. The device had been off for several weeks due to a depleted battery, and the patient was unaware that therapy needed to be manually restarted after charging. Troubleshooting included running an impedance check and adjusting the dtm settings to work around the high impedances. The patient and their spouse were instructed on charging the device and turning therapy on and off. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.